Event description:
It was reported that the implant at tooth site #34 lost integration and was removed. Symptoms as a result of the event: pain & inflammation.

Event description:
It was reported that the implant at tooth site #34 lost integration and was removed. Symptoms as a result of the event: pain & inflammation.